Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Phone: (B)(6). The event of "lymphadenopathy, silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration.

Event description:
Healthcare professional reported rupture and "in the axillary region, clinically palpable region a lymph node image with silicone infiltration is visualized¿. The device remains implanted.

Event description:
The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.